Manufacturer narrative:
Additional, changed, and/or corrected data. Reason for reoperation: granuloma and silicone migration.

Event description:
Patient representative later reported ¿the presence of acellular material referable to a prosthetic structure mammary¿ and represent ¿around this material, a chronic inflammatory infiltrate is evident, delimiting the prosthetic material and affecting the tissues surrounding."

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy. Continued h6 (health effect - impact code 4): f2203.

Event description:
Company representative reported "the patient...began to notice asymmetry in shape and volume with pain in their right breast,... They were diagnosed with axillary lymphadenomegaly. Results of bilateral mammoplasty with signs of prosthetic rupture on the right side... Right axillary lymphadenectomy and arm lift, described as right armpit lymphectomy.¿ device has been explanted and replaced.